Event description:
Event description guidant received information that this lead was implanted with a threshold less than 1 volt and an impedance of 650 ohms prior to closing the pocket. Now there is loss of capture at 5 volts and the impedance is 1600-1800 ohms. This occurs in both unipolar and bipolar modes.